Manufacturer narrative:
Stryker replaced the therapy pcb to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed therapy pcb and found that a faulty ic-controller u63 is the root cause of the reported issues. The therapy pcb was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not detect the paddles. Additionally, the customer reported that when connecting the paddles, their device's energy delivery level was not as expected. In this state, defibrillation therapy may not be delivered or device may deliver wrong defibrillation therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issues. Stryker determined the therapy pcb needs to be replaced to resolve the issues. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not detect the paddles. Additionally, the customer reported that when connecting the paddles, their device's energy delivery level was not as expected. In this state, defibrillation therapy may not be delivered or device may deliver wrong defibrillation therapy. There was no report of patient use associated with the reported event.